Event description:
Livanova deutschland received a report related to an essenz system. The issue occurred after aortic de-clamping, when there was a sudden reduction in arterial pressure with loss of sinus rhythm and widespread cardiac ischemia. From surgeon point of view, the aorta was empty with zero pressure, while from perfusionist the monitored pressure was 240 mmhg, the blood level was ok with a flow of 1 lpm. To unblock the situation, adrenaline was injected into the pediatric patient by the anesthetist, with an immediate increase in pressure. Pressure was then recorded at 370 mmhg. For five (5) minutes hyperkinetic arhythmias resolved with the administration of magnesium sulphate. The patient left cec easily and she is currently ok.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the essenz system. The incident occurred in rome, italy. Through follow-up communication with the customer, livanova learned that: the pump used in the involved procedure was a roller one; pressure, flow, blood level in the reservoir were all normal and there was no alarm present; essenz patient monitor has not been used; the monitoring, on the cardiac surgeon's side, of the parameters took place via an instrument (unknown at the moment); the involved essenz machine was used for another procedure after this event and no anomalies were found. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The entire essenz console, as well as pressure module and sensors, were inspected and checked and no hardware failure was detected. Moreover, the serial read-out of the essenz system (real time device parameters and setting recording file) was analyzed and confirmed that no deviation was stored on the date of the event. Based on medical opinion, adrenaline was administered to react to patient conditions occurred during aortic de-clamping, with no relationship with livanova equipment device. The administration of adrenaline as medical intervention to preclude serious injury is not a standard procedure, even if it is more frequent in pediatric patients. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: device history record (DHR) review has been performed and it has not pointed out any deviations or non-conformities possibly relevant to the occurred issue and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Taking into account the collected information, the reported event can be reasonably traced back to patient conditions and an essenz hardware failure can be ruled out.